Manufacturer narrative:
The initial reporter was the patient's daughter, who lives in (B)(6), however the event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins suddenly stopped, and there was something wrong with it. The ins was explanted. The patient has not been well since explant. It was not known when the event occurred. No further complications were reported or anticipated.